Manufacturer narrative:
H3: product analysis of part # 8350322 ; lot # pr15d006 analysis summary: visual and optical examination confirmed approximately 2mm of instrument tip has been broken. Optical inspection of the fracture surface revealed circular material displacement. The remaining tip has also been twisted. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing revision surgery for posterior correction fixation of the scoliosis-thoracic-lumbar curve. Upper extension of second-stage surgery (second stage). It was reported that, when it was attempted to remove the r2 set screw that was inserted last time using a final driver and t25 obturator in order to extend to the upper position, the tip of the obturator was broken. The counter was not used. The technique or procedure used was t-bolt was destroyed and removed with a midas rex metal cutter. When removing the set screw, the tip of the product was broken and got stuck in the set screw. Therefore, the connector was destroyed with a metal cutter and removed. During removing, the tip part that got stuck was removed, so it was collected. There were no fragments of the broken instrument remained in patient. No delay in procedure occurred as a result of this event. There was no health damage to patient and no further complications reported/anticipated.